Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer assembly and image processor pcb were evaluated and reseated. The hard disk drive was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of c-arm boots to five arrows. The fse determined the cause of the problem to be system electrical connections, and hard drive. Fse reseated system electrical connections and replaced the hard drive to resolve the issue. The fse verified system functionality. The system electrical connections, and hard drive are the root of the issue and were reseated, and replaced. The cause code ¿c90 - multiple actions taken to resolve issue, but probable root cause could not be determined¿ is appropriate for this complaint. Based on age of the system, manufactured in 2004, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.